Event description:
It was reported that the handpiece began overheating during an oral surgery. The procedure was successfully completed with the same device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with bearings on the driveshaft and rotor assemblies. Each of those parts were replaced along with the spindle housing and other components. Service will repair and return the device to the customer.